Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal and bolus delivery. The customer's blood glucose (bg) level ranged from 300-400 mg/dl. To address the bg level, the infusion site would be changed and the remainder of the bolus would be delivered. As the alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.